Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed both devices were received in one original packaging with the batch number of the complaint on the label. Device one's t1, t2, and suture were not returned. The actuator is in the pre-t1/post-t2 position. Device two's t1 is off the needle but attached to the suture. The t2 is on the needle and the suture is still tucked in the depth straw. The actuator is in the pre-t2 position. A functional evaluation was performed on the returned device and found that device one cycles as intended. Device two pushed the t2 off the needle then continued to cycle as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include a failure to fully actuate the device behind the meniscus during implantation. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, during an arthroscopy, the t2 implant of two (2) fast-fix 360 pulled out due to entanglement of the fast fix needle. Surgery was completed without delay, using a back-up device instead. No further complications were reported.